Event description:
It was reported that the patient had a red spot near the lead site of the neurostimulator. An incisional infection was noted. The patient was prescribed medication for five days. There were no additional patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a red spot near the lead site of the neurostimulator. An incisional infection was noted. The patient was prescribed medication for five days. There were no additional patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product code: qon.